Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt was presented in the hospital after he received alert for out of range pacing lead impedance. One measure of high impedance was detected while performing pocket manipulation. The physician decided to continue monitoring the pt and the lead remained implanted.